Event description:
A report was received that the patient received a burn while charging the ipg. The patient's charger was replaced. The patient is reportedly doing well after the replacement.

Manufacturer narrative:
Patient weight not available. The charger passed visual and performance tests performed. The charger characteristics were normal during all tests and no overheating was observed. Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 2.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is a final report.